Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation; however, photos were provided and reviewed. The investigation is inconclusive for the reported fracture and suction problem. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 6603880 port & catheter, implanted, subcutaneous, intravascular allegedly experienced fracture and suction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation, however, photos were provided for review. The investigation of the reported event is inconclusive for fracture. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 6603880 port & catheter, implanted, subcutaneous, intravascular allegedly experienced fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, weight, and gender of the patient were not provided.